Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there were multiple errors c-34 on the erbe generator. The technical support engineer (tse) asked to reboot the erbe generator, but the error persisted. The customer connected a valley lab force triad generator to continue the procedure robotically. There was no harm to the patient with less than 15 minutes of delay. Customer was unable to release patient information due to the privacy policy of the hospital.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested on the in-house system. Error c-34 was replicated and confirmed.

Event description:
Refer to h11 for follow-up information.